Event description:
It was reported that the patient was admitted to the hospital after his blood glucose reportedly dropped low, and after he experienced seizures.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned an investigation will be conducted and a supplemental report will be filed. The health care professional at the hospital attributes the low blood glucose event, and subsequent seizure to increased physical activity saying that the patient's blood glucose levels had been trending low in the evenings. The hcp edited the patient's basal insulin delivery rates. No conclusions can be made at this time.